Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that she has seen her primary health provider and was instructed to take ibuprofen. She stated that a biopsy was taken last year, but the results are unknown. The end user changes her wafer every three (3) days. She cleans her skin with protective barrier wipes and then applies the wafer. The end user was instructed to use warm water, soap and to rinse, then to pat dry her skin during the skin care process. She was also instructed on crusting using stomahesive powder and the protective barrier wipes. The end user was advised to follow-up if she has any concerns or questions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports she has an irritation to her peristomal skin under the mass that is 360 degrees around the stoma. She reports her skin is bumpy and red in color with blood blisters and that bleeding occurs with each wafer change. She stated that the rash began approximately two (2) years ago.